Event description:
The customer reported they had a power failure at the hospital and the ventilator did not continue to function with backup battery power. The ventilator was equipped with a backup battery option at the time of the reported problem, however, the battery charge was depleted. The ventilator was in use on a patient. The customer reported the ventilator alarmed as specified, and there was no patient harm. The respironics service technician confirmed the ventilator would operate on ac power, but would not operate on backup battery power. The service technician reported noise from the power supply. The backup battery was left to charge overnight, but follow-up evaluation found the backup battery was not charged. The backup battery was charged to specification, and the ventilator passed performance verification testing to specification.